Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update may 25, 2017. Litigation received. In addition to what was previously reported, litigation alleges revision of the right side of the hip due to elevated blood metal levels. There is no medical records and laboratory values provided. Added stem for the alleged elevated metal ion levels and the complainant information. This complaint was updated on; may 31, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.